Manufacturer narrative:
The patient has multiple co-morbidities including obesity, pancreatitis, and colon cancer. The patient underwent incarcerated supraumbilical hernia repair implanting a composix kugel mesh in 2003. During this procedure, another hernia and a non-bard mesh were noted adjacently. There was no mention in the patient records of either being removed or manipulated. The information provided indicates that the patient was treated for recurrence and adhesions, both of which are known possible adverse reactions listed in the IFU. A manufacturing review of device history records, that included a review of sterility, was performed and no evidence of a manufacturing related cause was found for the alleged event. No sample has been returned therefore, no evaluation could be conducted. With the currently available information, no firm conclusions can be drawn. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.

Event description:
On (B)(6) 2003: repair and release of supraumbilical incarcerated hernia with colon with implant of composix kugel mesh. On (B)(6) 2007: repair of incisional hernia with implant of composix kugel mesh. During this surgery, it was noted that a previously placed mesh was re-sutured on it's right side. On (B)(6) 2010: removal of composix kugel mesh with placement of non-bard mesh. It was noted that the entire previously placed mesh was able to be resected from the abdominal wall.